Manufacturer narrative:
Model number/catalog number: 72400098, serial number: n/a, batch/lot number: 1100750700, model/catalog description: control pump fgs, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100735606, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. A surgical procedure was performed during which a crack was found in the cuff connecting tube. The cuff was removed and a new 3.5 cm cuff was implanted; no patient complications were reported.